Manufacturer narrative:
Device issue with inomax dsir# (B)(4). The device investigation was completed on 26-aug-2015. Inomax dsir# (B)(4) was returned to the manufacturer for service investigation. The regional service center (rsc) service log review reveals a delivery (df) alarm raised with monitored no>absolute max of (B)(4); (actual value:(B)(4)) and another df alarm was raised with monitored no>absolute max of (B)(4); (actual value: (B)(4)). The service log review also revealed a failed no cell alarm which immediately followed a failed low no cell calibration with high point: 1027 counts, low point: 1172 counts. The elevated low point counts during the calibration are consistent with the misbehaving no cell with the elevated counts possibly contributing to the df that occurred prior to the failed low calibration. The rsc also experienced the reported complaint of a failed no cell alarm at bootup, performed low/high no cell calibrations to clear the alarm and replaced the no cell. The rsc did not experience a df alarm during testing. A full functional test was performed and the device operated according to specifications so it was returned to the device service pool. The root cause for this report is no calibration low counts above maximum. This condition will be tracked and trended under the company's quality system. This case did not result in an adverse event/serious adverse event; however, this it is being submitted to regulatory authorities because a similar failure occurred in the past which resulted in a serious adverse event (MDR 3004531588-2013-00022).

Event description:
On (B)(6) 2015, a respiratory therapist (rt) in the united states called the company's customer care regarding a device issue with inomax (B)(4). The device was on a patient and no harm was reported. The rt did not provide any further details regarding what sensor actually failed. The rt refused to speak with technical support and insisted that the device be picked up for service evaluation. Inomax dsir# (B)(4) was removed from service and returned to the company for service investigation.